Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the stapler stopped after the first shot. The user did not perform full, complete squeezes of the handle. They opened another new stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open rectosigmoidectomy, on the first firing, the stapler fired but de staples opened. The user did not perform full, complete squeezes of the handle. They opened another new stapler to complete the case. There was no patient injury.